Manufacturer narrative:
As reported in a research article, residual shunt was noted through an amplatzer vascular plug ii. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "open stent graft, one debranch tevar", was reviewed. The research article presents a case of a patient with a medical history of: synthetic vascular prosthesis implant due to abdominal aortic aneurysm in october of 2012, and a femoro-popliteal bypass of both lower extremities due to arteriosclerosis obliterans (aso). In 2017, the patient was confirmed to have thoracic aorta aneurysm distal to the aortic arch, that indicated trend of expansion. The whole aortic arch was replaced by a non-abbot device with 4 branches. The ostium of the left subclavian artery was embolized with a 10mm amplatzer vascular plug ii (avpii). Side branch of the 4 branches were connected with the left subclavian artery. The patient recovered uneventfully and was discharged from the hospital on 12 days post-operatively. In april, 2020, the remaining distal part of the thoracic aneurysm was confirmed enlargement by CT. Contrast enhanced CT revealed that blood was flowing into aneurysm from the distal anastomosis site, an endoleak was diagnosed. An endoleak was also suspected from the ostium of the left subclavian artery which had been embolized previously with the avpii. A right subclavian artery was bypassed with a non-abbott graft to the 4 diverging tube, which had been connected with the left subclavian artery in the surgery in 2017. A non-abbott, thoracic stent graft system was inserted via the right femoral artery and deployed in a target site. The anastomosis site between the left subclavian artery and the 4 diverging tube was embolized with an avpii and non-abbott coil. Intraoperative angiography revealed an endoleak (type ii) from he site which had been previously embolized with the avpii in 2017, so an additional avpii and coil was implanted in the same site. The patient did not experience any adverse health consequences during the surgery. The patient recovered smoothly. There was no enlargement of aneurysm had been detected by CT after the surgery. No additional information was provided.